Manufacturer narrative:
(B)(4).the device was evaluated and the issue was identified during the review of the event history logs. This complaint is an ancillary service event. The cause was determined to be unexpected high ultrafiltration relative to other therapies. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 23:51:35. During night drain cycle one, the patient's ultrafiltration reading was 1496ml, indicating the home patient (hp) drained 1496ml more than their maximum programmed fill volume of 2000ml. No additional information is available.